Event description:
During the inspection, it was reported that the subject balloon found leaked. The procedure was completed with another balloon. There was no clinical consequences to the patient.

Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. During the analysis of the returned device, no anomalies were observed. During the functional testing, no anomalies were observed and no leaks were observed. The device met all manufacturing specifications. Therefore the reported issue could not be confirmed. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
During the inspection, it was reported that the subject balloon found leaked. The procedure was completed with another balloon. There was no clinical consequences to the patient.